Event description:
It was reported that when the device was turned on, it was alarming with red blinking lights and had a system failure during the backup audible power-on self-test. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file, it was determined that the hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File mrn: 3012307300-2024-03058 is no longer considered reportable, please disregard any reports associated with it.